Event description:
The customer's wife reported via phone call that the customer recently went to the emergency room due to a blood glucose level of 510 mg/dl. Caller reported that the customer was wearing the insulin pump until the emergency room visit, then removed it. The customer's wife requested assistance with locating blood glucose and bolus information in the insulin pump. Blood glucose level at the time of the call was 266 mg/dl. The customer's wife did not have a tubing clamp available and was not able to complete troubleshooting. Customer's wife will monitor the device and call back to complete troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).